Event description:
The patient reported that they received a shock from their implantable cardioverter defibrillator (ICD) while in their swimming pool. Follow up with the health care provider indicated that this was due to electromagnetic interference. The patient was advised not to go into the pool. The ICD remains in use. No patient complications have been reported as a result of this event.